Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova & #39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & #34;defects¿ or & #34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient recently has been having to use their inhaler more, twice a day, which have led to the patient experiencing an increase in seizures. Since the inhaler is known to increase the heart rate, the patient& #39;s mom is questioning whether the increased use is causing more auto stimulations leading to the increased seizures. No other relevant information has been received to date.

Event description:
The increase in seizures is reported to be back to baseline and not related to vns, per the physician. The cause is related to the patient condition, environment and upper respiratory infection. The physician indicated that the patient has not had any other issues. No other relevant information has been received to date.